Event description:
Pt undergoing cataract extraction. During procedure, the alcon surgical phaco machine would not operate properly, causing the procedure to be stopped, the incision closed and the pt transferred to another facility.